Event description:
Procedure performed: unknown. Surgeon used this bard 3fr embolectomy catheter to perform a popliteal embolectomy on patient. Balloon filled to 0.2cc and inserted into popliteal but when surgeon took balloon out of artery the wire from inside the balloon catheter had spring out and attached inside artery. Surgeon managed to retrieve the wire and no damage looked visible. Scrub nurse removed catheter and parts from scrub table and area. The catheter was then photographed for medical illustration; datix done post op as well as completing adverse incident report; theatre coordinator aware who also spoke to manager. Xray was called to x ray patient and must sure all balloon parts were retrieved. Surgeons were satisfied with this, but asked for incident to be recorded. Also stated that no damage to patient looked visible. Scrub nurse contacted bard rep. Voicemail left. Additional information was received via email on 23jan2019 from bard distributor. This complaint is from a UK hospital. Patient status: surgeon managed to retrieve the wire and no damage looked visible. Type of intervention: scrub nurse removed catheter and parts from scrub table and area.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided by the complainant. Visual inspection confirmed the complainant¿s experience of wire dislocation. The balloon was ruptured, and the spring was elongated and had detached from the catheter. Based on photo provided by the complainant, it is likely that the reported event was caused by excessive force applied to the catheter during removal. Excessive force may result in the balloon rupturing as well as the separation of the spring tip. The IFU states "do not exceed maximum pull force specifications as balloon rupture and catheter separation may result." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Surgeon used this bard 3fr embolectomy catheter to perform a popliteal embolectomy on patient. Balloon filled to 0.2cc and inserted into popliteal but when surgeon took balloon out of artery the wire from inside the balloon catheter had spring out and attached inside artery. Surgeon managed to retrieve the wire and no damage looked visible. Scrub nurse removed catheter and parts from scrub table and area. The catheter was then photographed for medical illustration; datix done post op as well as completing adverse incident report; theatre coordinator aware who also spoke to manager. Xray was called to x ray patient and must sure all balloon parts were retrieved. Surgeons were satisfied with this, but asked for incident to be recorded. Also stated that no damage to patient looked visible. Scrub nurse contacted bard rep. Voicemail left. Patient status: surgeon managed to retrieve the wire and no damage looked visible. Type of intervention: scrub nurse removed catheter and parts from scrub table and area.